Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of intermittent pain with pacing. It was suspected that the lead had perforated slightly. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.